Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ard pin of the polyethylene liner extractor cracked off after removal of an acetabular liner. While removing the liner from the jaws of the extractor, the nurse noticed the ard tip was bent. During clean-up after the case, the nurse lightly pressed against the ard and it broke off, signifying that it was damaged and loose. As a result, this item will not be usable anymore and will need to be replaced. There was no delay in surgery as it occurred after the liner had been removed. No fragments were generated and no consequence to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the examination of the returned instrument confirmed the complaint. The root cause is attributed to inadvertent use error. A design change was implemented in (B)(6) 2019 to help alleviate this type of complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.